Manufacturer narrative:
(B)(4). Date sent: 7/13/2021. D4: batch # u95m28. H6: component code: mechanical (g07). Investigation summary: the analysis results found that only the obturator of the d12lt device was returned with no damage in the external components. During the functional testing, the bullet retracted, permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration. The shield reengagement performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was a security system failure. It is unknown how procedure was completed. There was no patient consequences.